Event description:
The customer reported experiencing "incomplete needle pierce" errors while processing patient samples on the lh 500 hematology analyzer. The customer indicated that the "incomplete needle pierce" errors stopped instrument operations and no data or results are displayed for the sample. The customer stated that they had replaced the needle cartridge but the issue persisted. The customer was able to continue processing patient samples in manual mode. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and was able to reproduce the "incomplete needle pierce" error. The fse replaced the tube pierce hall effect sensor, adjusted the bed rock linkage and replaced the cassette spring on the back of the rocker bed which holds the cassette in place while rocking to ensure proper piercing/rocking. The fse also identified a slight red blood cell (rbc) reproducibility issue while evaluating the instrument. The fse proceeded to replace the white blood cell (wbc) and rbc diluent dispenser, rbc aperture and count line. In addition, the fse also replaced blood sampling valve (bsv) actuator and cleaned the bsv. The fse suspects that the reproducibility issue was caused by the bsv actuator. Result: failure mode of the "incomplete needle pierce" error is attributed to improper tube piercing function. The fse also discovered rbc reproducibility issue due to dirty bsv and improper functioning of the bsv actuator, and wbc and rbc diluent dispenser. (B)(4).